Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the therapy was working good, however almost two years ago the program was changed at the hcp office and the patient said everything changed and said that it almost killed them. Patient said that they made the decision to turn therapy off. Patient said that their bladder was cleaned out a few weeks ago, was using the catheter and patient turned therapy back on about 2-3 days ago. Patient would like assistance in setting it up. Patient said was told that prostate cancer is back and will need to start treatment. Patient said that since they turned therapy on they're noticing gradual improvement, patient said they get up during the night every 2-3 hours and they've noticed they're slowly voiding more each time. Patient also asked a question, said that since their bladder was cleaned out, when they have the urge to urinate, they're now having a bowel movement before they start urinating. Agent redirected patient to address this change directly with their hcp. Reviewed therapy information and general programming guidance including information about programs. Patient connected to implant using 3037 programmer and confirmed that therapy is on and program 4 is currently running at 4.08. Patient will maintain stimulation level and will continue to track symptoms. Patient was redirected to doctor if issue persists. Patient said they have an appointment on thursday to see new managing hcp. The patient's relevant medical history included that had prostate cancer in the past.

Event description:
Additional information was received from the patient. It was reported that it hurt so bad they had turned it off and didn't use it for a while. The patient had experienced urinary retention prior to the device and said that their retention had worsened as a result of the device saying it didn't work at all. The patient also said the catherization was their standard of care prior to the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.